Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer had a no delivery alarm when she tried to fill tubing. Customer's blood glucose was 201 mg/dl. Caller stated that the customer had a back-up plan. Customer has treated with the pump. Caller stated that the alarm occurred previously and during manual prime. Caller stated that the alarm is recurring and the issue has not been resolved. Caller stated that the no delivery alarm was still active on the pump at the time of the call. Caller stated that the insulin did not exit after a manual plunger push. Caller stated that he would like to change the set and reservoir. Customer was advised to manually push the plunger and customer stated that the pump did not alarm no delivery with manual prime. Customer was advised to return the infusion set and reservoir.